Event description:
During console installation, abiomed field service representative found that the display was reading "battery on". The ac/dc converter was not working properly. It was replaced and the system operated per specifications. The ac/dc converter will be returned to abiomed for evaluation. There was no pt involved.